Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device suddenly lost power and shut down during use. The medical team closely monitored the patient's responses and breathing, immediately replacing the defibrillator with a backup to continue monitoring the heart rate. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.